Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Found the dosing window missing, dose dial indicator fading/worn off, and misaligned dial. The inpen paired to the commercial app. Unable to perform functional tests due to expired battery of inpen. Battery investigation was performed, and battery measured 2.873 volts. No battery anomaly noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Could not perform functional tests due to expired battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced loss of communication between inpen and mobile. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-105nngyna was requested and it was returned for analysis.